Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited rising/high impedances. The alert threshold was reprogrammed, and the lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.